Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer reseated the row board cables and retractor bands at the controllers in the rear of the drawer. Signed into diagnostics and tested the pockets and removed any debris that was found. The customer was able to access medications. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system drawer 3.1 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawer 2.1 had a read and write error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h6. Adverse event problem. H11. Manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had a read and write error. A field service engineer powered down the station, unseated and reseated all connections at rear of cabinet as well as at row boards of affected drawers. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name: (B)(6) hospital.